Event description:
Customer reported that a patient sample tube was misread by the sample camera while running a 2 cell screen test. Issue was discovered when user tried to report results and the results by batch report did not match the sample ID that was assigned to that sample. No erroneous results have been reported. Repeat attempt to read barcode was unsuccessful.

Manufacturer narrative:
Ocd field engineer arrived on site and made the necessary camera adjustments to return the instrument to expected operation.(B)(4).